Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection a portion on the t8 star drive tip is broken off. The broken off fragment was not returned for investigation. Beside the damage on the tip the screw driver is intact and in good condition. Dimensional inspection a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document / specification review the actual technical drawing was reviewed as the device was produced more than 10 years ago in december 2006 and therefore as per franchise complaint product investigation procedure is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Investigation conclusion the complaint is confirmed as the t8 tip is partially broken off. The device was produced more than 12 years ago and hence was in frequent use and a manufacturing related root cause can be excluded. It has been determined that a mechanical overload has led to the breakage of the sensitive t8 star drive tip. For limits on reprocessing for instruments please see the leaflet ¿important information¿ end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.226.004. Lot: 2215974. Manufacturing site: bettlach. Release to warehouse date: 28 december 2006. Due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction for a device that broke intraoperatively or in surgery. Per franchise complaint product investigation procedure is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a left wrist pseudoarthrosis procedure on (B)(6) 2019, the screwdriver bit broke. The broken part was removed and discarded. The stem fixed to the screwdriver handle was disinfected. The locking was done and the surgery was successfully completed with a few minutes surgical delay. There was no patient consequence due to this incident was reported. Concomitant device reported: unknown screwdriver handle (part# unknown, lot# unknown, quantity# 1). This report is for one (1) cannulated star drive screwdriver shaft for 3.0 mm hcs t8. This is report 1 of 1 for complaint (B)(4).